Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed because of this issue. The service engineer evaluated the system and confirmed the failure finding the bearing was not functioning as intended. The bearing and area that housed the bearing was cleaning. It was then secured back into place to resolve the issue. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number (B)(4).